Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and broken belt clip slot.

Event description:
The customer reported via phone call that the buttons were working intermittently. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.